Event description:
It was reported that a device alarmed for a system error 105. There was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device evaluated found that the system error 105 was caused by a failed motor (flex). The motor assembly was replaced.